Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with tears in the modular cable. It was noted that the modular cable was taped up at the patient's last clinic. The customer planned to exchange the modular cable and system controller, but it was found that the modular cable was connected to the driveline very close to the exit site. The customer stated that the modular cable was ¿too banged up¿ and there was concern that they would not be able to reconnect if they were to exchange the modular cable. Technical services reviewed a submitted photo of the modular cable and noted that the metal was ¿marred¿ on the modular cable connector. It was decided to exchange only the system controller at that time. Log files were sent for review and captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. There were no issues with pump function. Related manufacturer reference number: 2916596-2023-07644 (modular cable) & 2916596-2023-07645 (system controller).

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: damage to the in-line connector of the pump cable could not be confirmed through this evaluation. The submitted log files contained events from (B)(6)2023 through (B)(6) 2023. No notable pump-related events or alarms were captured. The pump appeared to function as intended at the fixed speed. The account submitted a photo of the in-line connector of the pump cable and modular cable. The photo appeared to capture damage to the in-line connector; however, the quality of the image made it unclear as to whether this was true damage or adhesive residue. No wires were exposed, and the damage appeared to be cosmetic only. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook was also available at the time of implant. This handbook contains information about caring for the driveline. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.